Event description:
It was reported that the device screw thread broke, causing the threads to be ripped off. The claimant alleged that the broken screw remain inside the patient and that is not possible it's removal. A backup was used to complete the procedure.

Manufacturer narrative:
One 5.5mm healicoil rsb sa anchor system inserter was returned for evaluation. No anchor or sutures were returned for examination. Visual assessment of the inserter showed one of the inserter tines is bent. This condition of the inserter indicates the device was subjected to excessive force.